Event description:
Healthcare professional reported "capsular contracture, baker grade iii and pain". This record is for the left side. Device remains implanted.

Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-26, 2026. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.